Manufacturer narrative:
Report source other: (B)(4). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were getting an alert 113 reduced water temperature control in an arctic sun device. Needs assistance troubleshooting. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 37c, water temperature (wt) was 29.9c, water flow rate (wfr) was 3.5 lm system diagnostics showed that the outlet monitor temperature (t1) was 29.8c, outlet control temperature (t2) was 29.7c, inlet temperature (t3) was 29.4c, chiller temperature (t4) was 7.7c, water flow rate (wfr) was 3.6 lm, inlet pressure (ip) was -6.8 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 4, system hours were 11709.4 and pump hours were 11148.2. Advised swapping out to an alternate device and send this one to biomed labeled 113 not heating. Sn (B)(6) they were trying to initiate therapy using sn (B)(6) but are getting alert 01, patient line open. Flow rate was 0lpm, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage. Pump hours were 7531.1. Nurse stopped therapy, emptied pads, disconnected pads, and initiated manual control. Flow rate was 1.5lpm, inlet pressure (ip) was -1.4psi, circulation pump command (cpc) was 100 percentage. No visible damage to the fluid delivery line (fdl) and it was fully seated. Advised nurse to send device to biomed labeled low flow. Trying to initiate therapy on new device but getting fluid delivery line (fdl) open alert. Walked through stop therapy, disconnected and verified fluid delivery line (fdl) secure and in lock position. Reconnected using proper technique. Restarted therapy. Water flow rate (wfr) stabilized at 0 lm. Had stop therapy, empty pads and disconnect. Placed device in manual control at 37c. System diagnostics showed that the outlet monitor temperature (t1) was 13.2c, outlet control temperature (t2) was 13.2c, inlet temperature (t3) was 14.4c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 1.6 lm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2861.9 and pump hours were 684.5. Walked through disabling manual control. Nurse was going to swap out to a new set of pads and call back if issues persist. Per follow up information received via task on 08may2026, spoke with charge nurse who confirmed a pad exchange was successful and therapy was finally able to continue. The other two devices tried on the patient were still in the hallway and wanted to know if they may have also just been affected by the faulty pads. Discussed the manual control specifications and high device hours found on the two devices. They would still ask biomed to look at them and not have the pad size but noted four had been in use. Pads were disposed of after therapy finished. Per follow up information received via task on 11may2026, spoke with biomed who noted a faulty heater was identified with sn (B)(6) and would be replaced onsite. A faulty pressure transducer was found with sn (B)(6) and would also be repaired onsite.